Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wireless footswitch failed. Upon troubleshooting, rse found that the wfs was totally dead, and the led indicators of base station, footswitch and battery were off. To resolve the issue, wireless footswitch was replaced and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that wireless footswitch needs to be replaced, as it is failing. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.